Manufacturer narrative:
Insulin pump received with no button response at esc and act keypad due to flattened dome switch noted. Unable to verify no delivery alarm due to keypad not responsive.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump keypad anomaly and had insulin flow blocked alarm. Customer's blood glucose level was unknown. Customer also stated that the buttons on the keypad were all worn out and none of them respond. It was also reported that the event regarding insulin flow blocked was resolved by changing complete set. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.